Event description:
The customer reported that the insulin pump is cracked at the top right corner, and the screen was foggy. The blood glucose reading at time of call was 258 mg/dl. Troubleshooting was performed. The customer stated that the display showed foggy spots when the weather gets hot. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The customer called back (B)(6) and stated that she had issues with gastroparesis, which caused her glucose to elevate. The customer was hospitalized due to high blood glucose of over 500 mg/dl. The customer stated that the event leading to her admission was vomiting. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.